Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-16668, 2017865-2021-16669, and 2017865-2021-16672. It was reported that patient presented with redness at implant site. A pocket infection was suspected due to elevated lab values. The entire implantable cardioverter defibrillator system was explanted on (B)(6) 2021. Patient was stable after the procedure.